Manufacturer narrative:
Clarification: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of valve and flat creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identify total delamination of valve. Based on the device analysis the final assessment is total delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.